Event description:
Mit stent implant. It was reported that during a percutaneous transluminal angioplasty (pta) procedure a dissection occurred. The average lesion being treated was located in the right external iliac artery. The intraluminal diameter was not measured and the total lesion length was 20mm. The sentinol vascular sd 7 x 39mm stent was implanted. A dissection occurred after one stent per the notes. The clinical and radiological assessment was technically successful and there were no procedure related complications. The clinical results were good. At the hospital discharge the patient was alive and there was evidence of improvement in the luminal diameter to less than 30% residual stenosis. There was hemodynamic and clinical success. The one month, three month, six month, nine month and 12 month was not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.